Event description:
A customer reported receiving an f9 alarm code on the flogard infusion pump. It is unknown what process step this alarm occurred during. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The reported alarm code was unable to be determined with the provided information. The device would not turn on to allow functional testing. The device was found to be out of specification, as additional damage was noted during visual inspection(addressed in a separate report). Should additional relevant information become available, a supplemental report will be submitted.